Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, based on the available information, the investigation determined the likely cause of the reported event was failure of the lamp to turn on or the lamp turned off because the maximum lighting time expired due to the end of its service life.

Manufacturer narrative:
Through troubleshooting, with the assistance of olympus technical support via the phone, the reporter determined the lamp life was at more than 500 hours. The reporter obtained the part number of a new lamp in order to obtain a new lamp and resolve the problem. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the optical digital mode was not working during a case. There was no patient injury, associated with the problem, reported to olympus.